Event description:
The nurse found blood in the catheter near the oval disk, one day after the catheter was inserted. The nurse also observed a little air in the catheter near the oval disk. The catheter was removed immediately.

Manufacturer narrative:
The sample is being sent for investigation; upon completion of the investigation, a supplemental report will be submitted. (B)(4). Date submitted: 28 june 2010.